Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were having issues with the device and they had been going to the emergency room (ER) about them because the healthcare provider (hcp) was about four hours away. They could not drive due to the issues, but no one in the ER knew about the device or what to do about it. The patient said that the issue was that the implant battery was coming up on the time for it to be replaced and they did not feel like the implant was in the pocket, because sometimes it would stick straight out of their stomach and you could see the "box" sticking out of their stomach. They thought the implant moved out of its pocket and said it was very painful and they had to bend over and massage it and kind of work it back into place and it was painful and awful. They noticed the issue a couple of months, and later said about four months, prior to the report, when they had to go in for a procedure to get their esophagus stretched, which was not related to the device or therapy, but due to their underlying condition of gastroparesis. They knew they had been complaining about it then and it takes their breath away. A list of physicians was sent to the patient. No further complications were reported/anticipated.